Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. The investigation also identified poor contact of the camera unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure, due to poor contact of camera unit. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unspecified procedure, the subject device image disappears temporarily, and presents noisy image, with horizontal lines. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unspecified procedure, the subject device image disappears temporarily, and presents noisy image, with horizontal lines. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Correction to h6 (type of investigation) and h11 for information inadvertently left out of previous report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unspecified procedure, the subject device image disappears temporarily, and presents noisy image, with horizontal lines. The procedure was completed with a similar device. There were no reports of patient harm.